Event description:
It was reported that the battery voltage measurement for the device was thought to be inaccurate. The device remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and analysis of the data revealed low telemetered battery voltage. On (B)(4)-2010, the telemetered battery voltage was 2.57 v while the daily battery voltage trend measurement was 2.85 v.